Event description:
A cartridge alarm was reported by the caller. There was no adverse impact on the customer's blood glucose level. The caller independently loaded a cartridge before contacting technical support and was able to resume insulin therapy, resolving the issue.